Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 29, 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit was a p30 laser console with laser settings of 0.5 joules and 20 hertz. According to the complainant, during the procedure, the tip of the laser fiber burned back quickly and the laser unit shuts down making a noise. Heat was felt at the fiber connector. Reportedly, there was no burn injury to the user. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.